Event description:
Customer was not able to remove the cup and had to visit a doctor. Doctor had to pinch a hole to the cup to get it removed. The cup was inside the vagina for 4 hurs. This is within the recommended time period and the risk of tss is not increased.